Event description:
It was reported that the sizer was missing a screw. Were not able to locate the screw for procedure. While in the case realized that the screw was not there. After the case, spd department found what appears to be the correct screw for the sizer handle.

Manufacturer narrative:
An event regarding a missing component involving a specialty triathlon adjustable was reported. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar events for the reported lot. The exact cause of the event could not be determined because the product was not returned. Further information such as the return of the reported device is needed to determine the root cause.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the sizer was missing a screw. Were not able to locate the screw for procedure. While in the case realized that the screw was not there. After the case, spd department found what appears to be the correct screw for the sizer handle.